Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that after a few hours of using the cassette in a cadd legacy pump, the patient contacted the home hospital, because the pump alarmed cassette is not attached to the pump. The nurse went to see the pump. The nurse tried to use the same cassette to another cadd legacy pump, but got the same alarm. The nurse resolved the issue by using a new cassette. There was no patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions without its original packaging, decontaminated inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample was received without damage and without the white cap and the blue clip. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. The root cause was unable to be determined. No actions taken were performed since the complaint was not confirmed.